Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that following an out-patient surgery that was unrelated to the device in which the patient was put to sleep and had their implantable neurostimulator (ins) turned off, when the stimulation was turned back on something happened to the settings and the stimulator was not stimulating their bladder. The patient reported feeling stimulation in the wrong location of their big toe. The patient stated that this occurred probably 2-3 week prior to the report. The patient did not know what setting the stimulator was supposed to be at but reported that their healthcare professional (hcp) was going to help them find it. A replacement patient programmer antenna was sent to the patient because they did not have one and it would be used to reprogram the device. The patient reported having an appointment with their hcp on (B)(6) 2017.